Event description:
It was reported that the impedances read >40,000 ohms. Electrodes 1, 12 and 13 were all showing greater than 40,000 ohms. Group impedance measurements showed greater than 4000 for a1. The impedance readings were noted intra-operatively. The other impedances measurements were high, but not out of range. No pt outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).